Event description:
Procedure in progress, anesthesia provider noticed leakage from battery chamber of stryker strykeflow ii disposable suction/irrigator onto drape, tubing and floor. Problem isolated. Procedure resumed.